Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, because it remains implanted. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Multiple MDR reports were filed for this event, please see associated report(s): 0001825034 - 2018 - 05436, 0001825034 - 2018 - 05437, 0001825034 - 2018 - 05438, 0001825034 - 2018 - 05439, 0001825034 - 2018 - 05440, 0001825034 - 2018 - 05441, 0001825034 - 2018 - 05442, 0001825034 - 2018 - 05443, 0001825034 - 2018 - 05444, 0001825034 - 2018 - 05445. Remains implanted.

Event description:
It was reported the patient underwent a knee revision 12 months post-implantation. Subsequently, the patient is experiencing pain for an unknown duration. Attempts have been made and no further information has been provided.

Manufacturer narrative:
UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05436 - 1, 0001825034 - 2018 - 05437 - 1, 0001825034 - 2018 - 05438 - 1 0001825034 - 2018 - 05439 - 1,, 0001825034 - 2018 - 05440 - 1, 0001825034 - 2018 - 05443 - 1, 0001825034 - 2018 - 05444 - 1, 0001825034 - 2018 - 05445 - 1.

Event description:
It was reported the patient underwent a knee revision 12 months post-implantation. Subsequently, the patient is experiencing pain and leg discrepancy for an unknown duration. Attempts have been made and no further information has been provided.